Event description:
It was reported that the device was implanted in 1998. The device was revised in 06, due to osteolysis.

Manufacturer narrative:
Evaluation codes: no product or x-rays were returned for evaluation. Device history records indicate that the device was manufactured and packaged to specification.